Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the atrial lead exhibited noise. All other electrical measurements were normal. The device was explanted and replaced. The patient was stable and would continue to be monitored.